Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed imprecise sodium and potassium results generated on the alinity c processing module. The following data was provided: reference ranges: sodium: 135-145 mmol/l, potassium: 3.5-5.0 mmol/l. Results: sid (B)(6) (female, 73 years): initial potassium 8.1 mmol/l, rerun: 4.1 mmol/l. Sid (B)(6), initial sodium <100 mmol/l, rerun 140 mmol/l, no impact to patient management was reported.